Event description:
In 2006, a pt presented with a ruptured aortic aneurysm and immediately underwent endovascular repair using the gore excluder aaa endoprosthesis. The completion angiogram did not reveal evidence of any endoleaks, however, the pt persisted with progressive abdominal distension post-procedurally. An exploratory laparotomy was performed for abdominal compartment syndrome, and bleeding was noted from the rupture site on the anterior wall of the aorta. The physician felt the bleeding was secondary to a type ii endoleak as the aortic rupture was primarily repaired as evidenced by the pt's subsequent hemodynamic stability. The pt did well until 36 hrs postoperatively when they required blood transfusions. A second abdominal exploratory laparotomy was performed which found pulsatile back bleeding from several lumbar arteries. The most proximal of these arteries required removal of the endograft for suture ligation. A dacron graft was placed surgically and all the gore excluder devices were discarded. The procedure was tolerated by the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.